Event description:
Procedure: sigmoid resection. Reportedly, the instrument was cutting the tissue, but not closing the staples. So, the surgeon must correct the situation by the hand with an laparatomy. It was at least a very deep anterior resection, which was normally not indicated.